Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system has been exhibiting high out of range and jumpy shock impedances on the right ventricular (rv) lead. Additionally, atrial undersensing was noted also on this right atrial (ra) lead, due to very fine atrial fibrillation (af). The crt-d system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).